Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had exhibited noise and oversensing of the left ventricular (lv) lead. Technical services (ts) was consulted and recommended reprogramming options. This crt-d system remains in service. No adverse patient effects were reported.